Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis confirmed variability in sg values; however, no clear cause for the variability was identified. Customer care recommended that the user re-link their sensor to clear calibration history and any possible calibration misalignment. Post re-link, the calibrations entered fit sg trends well. The user was advised to continue using the system and to reach out if the discrepancies persisted.

Event description:
On april 26 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.